Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power up monitor) has been confirmed. Upon investigation, the battery pack was unable to recharge or power up a monitor. The cause for the power-up failure was isolated to an excessively discharged battery cell. The voltage of one of the battery cells was depleted to 0.005v. The root cause for the excessively discharged battery cell could not be positively identified. No adverse event resulted from the excessive discharge. The patient received a replacement battery pack.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a patient's battery pack would not power up the patient's monitor. The patient was issued a replacement battery pack.